Manufacturer narrative:
Manufacturing year 2008. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with trace diffuse lamellar keratitis (dlk) in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -1.00 x 26, left eye pre-op 20/20 -.75 x -1.25 x 0.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. In the initial report it was reported that the manufacturing date for the system was 2008 however, the manufacturing site has provided the date as 2007 (only year provided). All pertinent information available to abbott medical optics has been submitted.